Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and patient had new lead implanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Correction h6- health effect - impact code should be 4627 - device explanation rather than 4629 - device revision or replacement. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.